Manufacturer narrative:
(B)(4): customer has reported that the customer is unable to pair samsung a7, android 10 with the pump. Analysis summary: attempt to reproduce the issue using samsung galaxy a71, sm-a715f (android 10) device on app version 1.2.1 and pump 780g (mmt-1884) was made and it was not reproduced. Software performed as expected per ble connect ios and android mobile *software requirements specifications - (B)(4). Upon investigation, it was understood that the reason for failed connection attempts is the supervisor_timeout error returned by os. Supervisor timeout in substance means that the phone did not receive any messages from the pump in the defined period (approximately 30 seconds). Our app cannot prevent the loss of pairing. The most likely reason for this error is in user device bluetooth stack implementation or high level of electromagnetic noise. Stesp to resolve the issue were provided to technical support: 1. Make sure that the device is not connected to another bluetooth device (headphones, smartwatches, fitness trackers, etc.), and remove these connections if any are present. 2. Remove the pump from the list of paired devices (android os). 3. Remove the phone from the list of associated devices (the pump). 4. Clean data of bluetooth app. 6. Reset network settings: settings -> general management -> reset -> reset network settings. 7. Restart device. 8. Install the mmm app. 9. Pair pump and device, do not leave the pairing screen during the pairing process. 10. Try to pair the device in another location, with a lower potential level of electromagnetic noise (including amount of active wifi & bluetooth connections nearby) we received feedback that the provided steps solved the customer's issue. Fb35af - other device setting issue medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the pairing failed between mobile device and the insulin pump. Customer was advice to delete the insulin pump pairing from the mobile device's bluetooth settings and to force close the minimed mobile app and re-launched. Customer stated that the pairing was not successful. No harm requiring medical intervention was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.